Event description:
It was reported that the batteries of the communication module were depleted. Patient involvement is unknown.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - MFR establishment name: correction h6. Codes: updated. Device evaluation: complaint for the failure mode "depleted comm module batteries" could not be confirmed as no samples or pictures were provided by the customer. Without the return of the sample(s) a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis. This malfunction does not affect the function of the device in a way that would result in death or serious injury.